Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unidentified malfunction alarm occurred. Customer was admitted to the hospital. Customer reverted to using another pump for insulin therapy. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.